Manufacturer narrative:
(B)(4). D10 medical devices: persona art. Surf. Fixed bearing (uc) right 12 mm height catalog#: 42522200612 lot#: 64877274. All-poly patella cemented 38 mm diameter catalog#: 42540200038 lot#: 65459863. Tibia cemented 5 degree stemmed right size g catalog#: 42532007902 lot#: 65434010. Stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 65890763. Palacos r + g (1x40) catalog#: 66022663 lot#: 64881208. Proposed component code: mechanical (g04) - femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right knee revision approximately seven months post-implantation due to stiffness and adhesions. No additional patient consequences were reported.